Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. The instrument was found to have charring and localized melting on the bipolar yaw pulley due to potential arcing from the broken conductor wire. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument failed an electrical continuity test.

Event description:
It was reported that after a da vinci-assisted pyeloplasty surgical procedure, at the end of the procedure, upon inspection of the fenestrated bipolar forceps (fbf) instrument, a broken steel cable was observed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no thermal damage, no arc formation and no injury to the patient.